Manufacturer narrative:
The reported user interface holder was investigated at the hospital by our field service engineer. The reported breakage could be visually confirmed from the inspection of the returned photograph. The broken panel holder (user interface holder) implies that the panel unit has been exposed to a mechanical force that's above the designed specification. The ventilator system has been successfully teste for mechanical strength, with a peak acceleration of 15g, pulse duration 6ms, and total number of 1000 impacts. It's unknown to us under which conditions the reported panel holder broke from this investigation.

Event description:
It was reported that the unit was found with a broken user interface holder. No information available about what happened. There was no patient involvement. (B)(4).